Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stall occurred and never recovered. The logs were checked and the motor stall occurred on (B)(6) 2014 followed by a ¿stopped pump duration may exceed tube set¿¿ message two days later. The pump was reprogrammed on the date of this report, but the motor stall did not recover. There was no obvious cause for the motor stall such as magnetic resonance imaging or something similar. On the date of report the pump remained implanted, but was out of service and would be replaced in the future. The patient¿s status at the time of this report was alive - no injury. There were not any patient symptoms or complications associated with this event. Later information received report that the pump was replaced and the patient was receiving effective therapy. The device was used to deliver morphine.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the a motor gear train anomaly; stall was due to shaft bearing. Analysis also found a motor gear train anomaly of corrosion and/or wear and/or lubrication. A non-significant anomaly; pump motor o-ring wear, was also found. Analysis of the catheter (sn unknown) that was returned with the pump found the catheter body was incorrectly assembled or sutured.